Event description:
The rptr's daughter obtained back to back (rapid succession) blood results of 300 mg/dl and 41 mg/dl. The daughter usually compares the strip to the color chart, but cannot remember if she did a comparison on these two tests; she did not run a control solution test. The rptr stated that her mother is not on insulin and was not having any symptoms.